Event description:
It was reported that the pt underwent a sling procedure for the treatment of stress urinary incontinence, following a pelvic floor repair. Postoperatively, the pt continues to experience stress urinary incontinence. The physician plans to do an endoscopic urethral bulking agent procedure and then will likely need to do a repeat sling procedure.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00636 for the other medwatch. The same pt is represented in each medwatch.